Event description:
Pt lift malfunctioned while transferring resident from chair to bed. The latch arm that holds the leg base open, released, causing the base legs to close, releasing the wide base of support. This caused the lift to topple over. Lift was caught by a cna and no injuries were sustained. Also the hydraulic lift handle released while resident was positioned above her mattress. Resident dropped onto mattress falling approx 5 inches.